Event description:
This ra lead was implanted on (B)(6) 2002. And it was noted, that this lead was capped during implant. During routine check up after a box change last (B)(6) 2016, patient has been unwell and showed a positive signs of infection. The physician booked immediate blood tests and put patient on antibiotics. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).